Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) / biomed need assistance on 8015 sn (B)(4) unable to recognize module channel ID on both left and right iui from the 8015 device. Failure device type: alaris system instrument. Failure problem type: 8015. Case resolution: I assisted (B)(6) / biomed on 8015 sn (B)(4) unable to recognize module channel ID on both left and right iui from the 8015 device, resolution is for biomed to try replacing the iui board, if the issue remain the same, then more likely the logic board is faulty and need to be replaced. I recommend to consider sending it in for repair and is more cost effective. (B)(6) will consider sending it in for repair.